Event description:
New information noted that the right ventricular lead exhibited inappropriate shocks cause by fracture. During an attempt to extract the rv lead, it was discovered that the right atrial lead, the right ventricular lead, and the left ventricular lead were "crushed" at the clavicle. All three leads were explanted and replaced. The patient was in stable condition.

Event description:
Related manufacturer reference number: 2017865-2025-10445. New information noted that the right ventricular lead exhibited inappropriate shocks cause by fracture. During an attempt to extract the rv lead, it was discovered that the right atrial lead and the left ventricular lead were "crushed" at the clavicle. All three leads were explanted and replaced. The patient was in stable condition.

Event description:
Related manufacturer reference number: 2017865-2023-22444. Related manufacturer reference number:2017865-2025-10445. New information noted that the right ventricular lead exhibited inappropriate shocks cause by fracture. During an attempt to extract the rv lead, it was discovered that the right atrial lead and the left ventricular lead were "crushed" at the clavicle. All three leads were explanted and replaced. The patient was in stable condition.